Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The initial complaint appeared to be a non-reportable occurrence. Once the sample was returned and evaluated it was determined that a reportable event had occurred. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of roughness along the catheter is confirmed, but the cause cannot be determined. The sample returned was a segment of powerpicc catheter tubing, without bifurcation or extension legs, etc. Visual and tactual evaluation found that the sample manifested extra material at various points on the catheter tubing. Microscopic evaluation found the material in question to be whitish/clear and apparently stuck to the catheter. The source of this adhesive material is uncertain. However, potential causes may include deposition of adhesive prior to insertion or upon removal, particularly if the catheter came in contact with an adhesive dressing. A lot history review (lhr) of reav2378 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (reav2378) have been reported from the same (B)(6) facility.

Event description:
It was reported that nurse noticed roughness of the outer portion of the catheter along the centimeter marks when running her fingers along the edge compared to other catheters. It was stated the nurse felt an increase in "bumpiness" rather than smoothness. The procedure was completed and the catheter left in situ. The catheter was later removed. This reported addresses catheter one.